Manufacturer narrative:
Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. (B)(4).

Event description:
The healthcare professional reported that a thick flap was created in the left eye of a patient and the target thickness of the flap was greater than the actual thickness (one hundred fifty-two microns) after cataract surgery. There are multiple related reports for this facility. This report addresses patient unknown, left eye and additional manufacturer reports will be filed for the other patients.